Event description:
This spontaneous case describes the occurrence of genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted unknown). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criteria hospitalisation, medically important and intervention required), illness ("really sick"), anaemia ("anemia") and vaginal disorder ("vaginal problems"). The patient was treated with surgery (hysterectomy). Essure was removed. No causality assessment was received for essure with regard to illness, genital haemorrhage, anaemia or vaginal disorder. The reporter commented: she had her essure inserted in 2012/2013 . Caller had hysterectomy about 4 years ago. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), illness ("really sick"), anaemia ("anemia") and vaginal disorder ("vaginal problems"). The patient was treated with surgery (hysterotomy). Essure was removed. At the time of the report, the genital haemorrhage, illness, anaemia and vaginal disorder outcome was unknown. The reporter provided no causality assessment for anaemia, genital haemorrhage, illness and vaginal disorder with essure. The reporter commented: she had her essure inserted in 2012/2013 . Caller had hysterectomy about 4 years ago. Caller stated that she experienced several adverse reactions/events from essure and was planning on taking legal action. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 2-aug-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.